Manufacturer narrative:
The customer has decided to repair the device themselves. The customer can call back if they wish to have philips support and service. Although no repair was performed, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
Device information is currently unknown; as the regulatory reports require device information, this case was assigned interim product information. When additional product information is received, a follow-up report will be sent.

Event description:
It was reported to philips that the battery was low and not keeping a charge. There was no patient involvement.